Event description:
An implantable cardiac defibrillator (ICD) system was returned from an unknown source with no information. Information identified in the manufacturer's database indicated the patient died approximately six months post implant of the ICD.

Manufacturer narrative:
There are two leads with no serial numbers identified. Without a lot number or device serial number, the manufacturing date cannot be determined. Evaluation summary: (B)(4): the device was returned and analyzed and no anomalies were found. Lead/medt: the proximal segment of the lead was returned and analyzed and no anomalies were found. Lead/medt: the proximal segment of the lead was returned and analyzed and no anomalies were found. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.